Event description:
Boston scientific received information that this right atrial lead exhibited loss of capture and high, out-of-range pacing lead impedance measurement of >2000 ohms. This was observed when the patient's data from the remote monitoring system was reviewed. There was also noise that was over sensed, and the physician opted to adjust the sensitivity but the r-wave was very low. Boston scientific technical services discussed that there was not any other programming adjustments that can be done at that moment. Lead revision was advised and this will be discussed by the field representative to the physician. This lead remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Manufacturer narrative:
On (B)(6) 2015 - we were notified that this device was explanted and received for analysis. Added the explant date. The performance of the lead under complaint was scrutinized, including a visual inspection. The inspection of the lead revealed a damaged insulation at 23 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. The outer coil was found fractured, which can be considered to be the root cause for the high pacing impedance. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment.